Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The resurfacing femur was unable to be obtained for further analysis because it was disposed of after the surgery. Should additional information be obtained the report will be supplemented.

Event description:
Patient underwent a revision surgery due to a failed total knee arthroplasty. While inspecting the joint, intraoperatively, a fissure was found in the cement mantle against the host bone causing the loosening of the resurfacing femur.